Event description:
The customer observed false elevated alinity I stat high sensitivity troponin-I results when processing on the alinity I processing module. (B)(6) 2025, initial sample, sid (B)(6) at 1805 resulted 87.7 ng/l, but repeated <2.7 ng/l. (B)(6) 2025 second sample, sid (B)(6) at 1914 resulted <2.7 ng/l. The customer reference range is <2.7-14 ng/l for females. No impact to patient management was reported.

Manufacturer narrative:
Correction/additional information: after further evaluation, the suspect medical device was changed from alinity I stat high sensitivity troponin-I list number 04z21, manufacturing site of longford, ireland to alinity I processing module, list number 03r65, manufacturing site of irving, tx, USA. MDR number 3016438761-2025-00711 has been submitted and all further information will be documented under that MDR number.

Manufacturer narrative:
Section a patient information: no additional patient information is available. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The customer observed false elevated alinity I stat high sensitivity troponin-I results when processing on the alinity I processing module. (B)(6) 2025, initial sample, sid (B)(6) at 1805 resulted 87.7 ng/l, but repeated <2.7 ng/l. (B)(6) 2025 second sample, sid (B)(6) at 1914 resulted <2.7 ng/l. The customer reference range is <2.7-14 ng/l for females. No impact to patient management was reported.